Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 27-may-2016 (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: protruding from right fallopian tube"), device breakage ("device breakage") and device expulsion ("foreign body in the uterus tube/") in a 39-year-old female patient who had essure (batch no. 524844 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included neck surgery in 2010 and ear operation in 2010. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (provera) since (B)(6) 2009, meloxicam since 2012 and progesterone (prometrium) from (B)(6) 2008 to (B)(6) 2009. In 2007, the patient experienced weight increased ("weight gain/weight gain/loss"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 11 months 9 days after insertion of essure, the patient experienced libido decreased ("decreased libido"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), depression ("depression"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches") and gastrooesophageal reflux disease ("gerd"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral), unilateral oophorectomy), surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube),oophorectomy (one side remov) and surgery (hysterectomy (full), salpingectomy (unilateral), unilateral oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, device breakage, device expulsion, abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression, migraine, allergy to metals, dysmenorrhoea, fatigue, weight increased, bladder disorder, urinary tract disorder, headache, libido decreased and gastrooesophageal reflux disease outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, libido decreased, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterectomy - on (B)(6) 2012: uterus and cervix removed hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion,failure to occlude fallo; on (B)(6) 2008: total bilateral occlusion,failure to occlude fallo; on (B)(6) 2012: total bilateral occlusion,failure to occlude fallo fallopian tubes are still patent. There was flow of contrast distal to the tubes. Concerning the injuries reported in this case, the following one was described in patient's medical record- partial expulsion and following ones were confirmed in - pelvic pain, dysmenorrhea and decreased libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: protruding from right fallopian tube"), device breakage ("device breakage") and device expulsion ("foreign body in the uterus tube/") in a 39-year-old female patient who had essure (batch no. 524844 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included neck surgery in 2010 and ear operation in 2010. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (provera) since (B)(6) 2009, meloxicam since 2012 and progesterone (prometrium) from 7-nov-2008 to 16-jan-2009. In 2007, the patient experienced weight increased ("weight gain/weight gain/loss"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 11 months 9 days after insertion of essure, the patient experienced libido decreased ("decreased libido"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), depression ("depression"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches") and gastrooesophageal reflux disease ("gerd"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral), unilateral oophorectomy), surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube),oophorectomy (one side remove) and surgery (hysterectomy (full), salpingectomy (unilateral), unilateral oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, device breakage, device expulsion, abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression, migraine, allergy to metals, dysmenorrhoea, fatigue, weight increased, bladder disorder, urinary tract disorder, headache, libido decreased and gastrooesophageal reflux disease outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, libido decreased, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterectomy - on (B)(6) 2012: uterus and cervix removed. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion,failure to occlude fallo; on (B)(6) 2008: total bilateral occlusion,failure to occlude fallo; on (B)(6) 2012: total bilateral occlusion,failure to occlude fallo. Fallopian tubes are still patent. There was flow of contrast distal to the tubes. Concerning the injuries reported in this case, the following one was described in patient's medical record- partial expulsion and following ones were confirmed in - pelvic pain, dysmenorrhea and decreased libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: update of quality-safety evaluation of ptc (product technical complaint ). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: protruding from right fallopian tube/ migration of essure device: intestines on the right side'), device breakage ('device breakage'), device expulsion ('foreign body in the uterus tube/') and fallopian tube perforation ('perforation') in a 39-year-old female patient who had essure (batch no. 524844 -not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ear operation in 2010, bunion operation in 2004, cervical vertebral fracture (surgery in 2010), ear injury (right ear removal in 2011), colon operation and ear operation. *fallopian tubes are still patent. There was flow of contrast distal to the tubes. Concurrent conditions included hypertension since 2015, neck surgery (fracture femoral neck) since 2010, gerd since 2001, morbid obesity since 2000, obesity, hearing loss, hyperlipidemia, follicular cyst of ovary, hard of hearing, hiatal hernia, flash hot, menopausal, night sweats, numbness of lower extremities and peptic ulceration. Concomitant products included from (B)(6) 2008 to (B)(6) 2009, aripiprazole (abilify), bupropion hydrochloride (wellbutrin), cetirizine hydrochloride, clorazepate dipotassium (clorazepate), dexlansoprazole (dexilant), diltiazem, duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), estradiol, gabapentin, lovastatin, lovastatin, medroxyprogesterone acetate (provera) since (B)(6) 2009, meloxicam (mobic), meloxicam since 2012, omeprazole (protonix), pregabalin (lyrica), sertraline hydrochloride (zoloft), tizanidine, tizanidine hydrochloride (zanaflex), tramadol hydrochloride (conzip) and valproate semisodium (depakote). In 2007, the patient was found to have weight increased ("weight gain/weight gain/loss"). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and anxiety ("anxiety"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 7 months 14 days after insertion of essure. On (B)(6) 2008, the patient experienced libido decreased ("decreased libido"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced pelvic pain ("pain"). On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)/recurrent urinary tract infection"), vaginal infection ("infection (vaginal)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), headache ("headaches") and gastrooesophageal reflux disease ("gerd"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube),oophorectomy (one side removed and hysterectomy (full), salpingectomy (unilateral), unilateral oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, device breakage, device expulsion, fallopian tube perforation, abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression, migraine, allergy to metals, dysmenorrhoea, fatigue, weight increased, bladder disorder, urinary tract disorder, headache, libido decreased, gastrooesophageal reflux disease and anxiety outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, bladder disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, headache, libido decreased, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s). (B)(6) 2012 & (B)(6) 2018, hysterectomy with unilateral salpingo-oophorectomy unilateral salpingo-oophorectomy. (B)(6) 2018 on final surgical report reveals: ovary with fallopian tube, left salpingo-oophorectomy ovary with follicular cyst and corpora albicantia fallopian tube with paratubal cyst,fibrous adhesion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterectomy - on (B)(6) 2012: results: uterus and cervix removed. Hysterosalpingogram - on (B)(6) 2008: not occluded; on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: protruding from right fallopian tube/ migration of essure device: intestines on the right side'), device breakage ('device breakage'), device expulsion ('foreign body in the uterus tube/') and fallopian tube perforation ('perforation') in a 39-year-old female patient who had essure (batch no. 524844 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ear operation in 2010, bunion operation in 2004, cervical vertebral fracture (surgery in 2010), ear injury (right ear removal in 2011), colon operation and ear operation. *fallopian tubes are still patent. There was flow of contrast distal to the tubes. Concurrent conditions included hypertension since 2015, neck surgery (fracture femoral neck) since 2010, gerd since 2001, morbid obesity since 2000, obesity, hearing loss, hyperlipidemia, follicular cyst of ovary, hard of hearing, hiatal hernia, flash hot, menopausal, night sweats, numbness of lower extremities and peptic ulceration. Concomitant products included from (B)(6)2008 to (B)(6)2009, aripiprazole (abilify), bupropion hydrochloride (wellbutrin), cetirizine hydrochloride, clorazepate dipotassium (clorazepate), dexlansoprazole (dexilant), diltiazem, duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro), estradiol, gabapentin, lovastatin, lovastatin, medroxyprogesterone acetate (provera) since (B)(6)2009, meloxicam (mobic), meloxicam since 2012, omeprazole (protonix), pregabalin (lyrica), sertraline hydrochloride (zoloft), tizanidine, tizanidine hydrochloride (zanaflex), tramadol hydrochloride (conzip) and valproate semisodium (depakote). In 2007, the patient was found to have weight increased ("weight gain/weight gain/loss"). On (B)(6)2007, the patient had essure inserted. In 2008, the patient experienced depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and anxiety ("anxiety"). On (B)(6)2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 7 months 14 days after insertion of essure. On (B)(6)2008, the patient experienced libido decreased ("decreased libido"). On (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2012, the patient experienced pelvic pain ("pain"). On (B)(6)2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pain"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)/recurrent urinary tract infection"), vaginal infection ("infection (vaginal)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), headache ("headaches") and gastrooesophageal reflux disease ("gerd"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube),oophorectomy (one side remov and hysterectomy (full), salpingectomy (unilateral), unilateral oophorectomy). Essure was removed on (B)(6)2012. At the time of the report, the device dislocation, device breakage, device expulsion, fallopian tube perforation, abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression, migraine, allergy to metals, dysmenorrhoea, fatigue, weight increased, bladder disorder, urinary tract disorder, headache, libido decreased, gastrooesophageal reflux disease and anxiety outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, bladder disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, headache, libido decreased, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s). (B)(6)2012 & (B)(6)2018, hysterectomy with unilateral salpingo-oopherectomy unilateral salpingo-oopherectomy. (B)(6)2018 on final surgical report reveals: ovary with fallopian tube, left salpingo-oophorectomy ovary with follicular cyst and corpora albicantia fallopian tube with paratubal cyst,fibrous adhesion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterectomy - on (B)(6)2012: results: uterus and cervix removed. Hysterosalpingogram - on (B)(6)2008: not occluded; on (B)(6)2008: total bilateral occlusion; on (B)(6)2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: newly added events- perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: protruding from right fallopian tube"), device breakage ("device breakage") and device expulsion ("foreign body in the uterus tube/") in a (B)(6)-year-old female patient who had essure (batch no. 524844) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included neck surgery in 2010 and ear operation in 2010. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (provera) since (B)(6) 2009, meloxicam since 2012 and progesterone (prometrium) from (B)(6) 2008 to (B)(6) 2009. In 2007, the patient experienced weight increased ("weight gain/weight gain/loss"). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 11 months 9 days after insertion of essure, the patient experienced libido decreased ("decreased libido"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), depression ("depression"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches") and gastrooesophageal reflux disease ("gerd"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral), unilateral oophorectomy), surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube),oophorectomy (one side remove) and surgery (hysterectomy (full), salpingectomy (unilateral), unilateral oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, device breakage, device expulsion, abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression, migraine, allergy to metals, dysmenorrhoea, fatigue, weight increased, bladder disorder, urinary tract disorder, headache, libido decreased and gastrooesophageal reflux disease outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, libido decreased, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterectomy - on (B)(6) 2012: uterus and cervix removed hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion,failure to occlude fallo; on (B)(6) 2008: total bilateral occlusion,failure to occlude fallo; on (B)(6) 2012: total bilateral occlusion,failure to occlude fallo fallopian tubes are still patent. There was flow of contrast distal to the tubes. Concerning the injuries reported in this case, the following one was described in patient's medical record- partial expulsion and following ones were confirmed in - pelvic pain, dysmenorrhea and decreased libido. Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet and medical records received. New reporters added. New event pain was added. Event gastrointestinal or digestive system condition was updated to gerd. Event outcome of lower abdominal pain was updated as recovered/resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: protruding from right fallopian tube") and device breakage ("device breakage") in a female patient who had essure (batch no. 524844) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included neck surgery in 2010 and ear operation in 2010. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (provera) since 16-jan-2009, meloxicam since 2012 and progesterone (prometrium) from 7-nov-2008 to 16-jan-2009. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdominal pai"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), depression ("depression"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), libido decreased ("decreased libido"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and dyspepsia ("digestive system condition"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube),oophorectomy (one side remov). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, device breakage, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression, migraine, allergy to metals, dysmenorrhoea, fatigue, weight increased, bladder disorder, urinary tract disorder, headache, libido decreased, gastrointestinal disorder and dyspepsia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspepsia, fatigue, gastrointestinal disorder, headache, libido decreased, menorrhagia, migraine, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), depression, bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: protruding from right fallopian tube, device breakage, nickel allergy, dysmenorrhea (cramping), pain, fatigue, weight gain, gastrointestinal or digestive system condition, decreased libido were added. Device removal and device complications was deleted. Reporter, patient demographic information, product start and stop date added. Product lot number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: protruding from right fallopian tube"), device breakage ("device breakage") and device expulsion ("foreign body in the uterus tube/") in a 39-year-old female patient who had essure (batch no. 524844 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included neck surgery in 2010 and ear operation in 2010. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone acetate (provera) since (B)(6) 2009, meloxicam since 2012 and progesterone (prometrium) from (B)(6) 2008 to (B)(6) 2009. In 2007, the patient experienced weight increased ("weight gain/weight gain/loss"). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and anxiety ("anxiety"). On (B)(6) 2008, 11 months 9 days after insertion of essure, the patient experienced libido decreased ("decreased libido"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), headache ("headaches") and gastrooesophageal reflux disease ("gerd"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral), unilateral oophorectomy), surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube),oophorectomy (one side remov) and surgery (hysterectomy (full), salpingectomy (unilateral), unilateral oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, device breakage, device expulsion, abdominal pain, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression, migraine, allergy to metals, dysmenorrhoea, fatigue, weight increased, bladder disorder, urinary tract disorder, headache, libido decreased, gastrooesophageal reflux disease and anxiety outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, bladder disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, headache, libido decreased, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterectomy - on (B)(6) 2012: uterus and cervix removed hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion,failure to occlude fallo; on (B)(6) 2008: total bilateral occlusion,failure to occlude fallo; on (B)(6) 2012: total bilateral occlusion,failure to occlude fallo fallopian tubes are still patent. There was flow of contrast distal to the tubes. Concerning the injuries reported in this case, the following one was described in patient's medical record- partial expulsion and following ones were confirmed in - pelvic pain, dysmenorrhea and decreased libido. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received: added new event: anxiety and updated event onset dates. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.